Event description:
Caller states that the patient tested >8.0 inr on one device and >8.0 inr on a second while a comparison lab returned as 5.43 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Strip lot used with second device: 371a, 1/31/08.